Event description:
Description: describe to treat hair removal for all skin types including farmers fitzpatrick 6- this laser and its related models have burnt multiple clients and clients were told and trained by this company dba ¿zemits¿.